Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to disconnect tubing, tighten t:lock, and deliver a bolus. The bolus was eventually completed successfully, and customer was advised to replace supplies as necessary and resume insulin.